Event description:
It was reported that the end user complained that when hooking up tubing to the tuohy needle to inject block medication, there was a leak. Unable to get clarification where this leaking is occcuring but assume it's either where the tubing connects to the hub of the tuohy needle or around the tuohy needle wings.

Manufacturer narrative:
Qn#(B)(4). The lot number (23f20a0407) reported is for kit # ask-19608-cc. A device history record review was performed based upon a lot number (23f19b0207) from sales history data for the reported kit # ask-19600-cc2. A device history record review was performed on the stimulating needle and tubing assembly with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did provide a photo of a needle, tubing, and syringe. The lot number reported was for another kit #. A device history record review was performed based upon a lot number from sales history data for the kit # reported. A device history record review was performed on the stimulating needle and tubing assembly with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the leak could not be determined based upon the information provided and without a sample.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the end user complained that when hooking up tubing to the tuohy needle to inject block medication, there was a leak. Unable to get clarification where this leaking is occuring but assume it's either where the tubing connects to the hub of the tuohy needle or around the tuohy needle wings.